Manufacturer narrative:
Pump received with minor scratched display window, missing reservoir tube o-ring and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment was broken and o-ring had come out. Customer does not know how damage occurred. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.